Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately calcified and mildly tortuous unspecified vein. A 5.0mmx20mmx40cm sterling¿ balloon catheter was advanced for dilatation and was initially inflated at 13 atmospheres. However, on the second inflation at 13 atmospheres for 30 seconds, the balloon ruptured. It was also noted that there was no kink prior to use and no resistance encountered during the procedure. The device was then completely removed from the patient and the procedure was completed with another of same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).